Event description:
It was reported that a patient presented in an unknown manner. Examination of the patient's right ventricular (rv) lead revealed signal artifact. No intervention was reported. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient presented in-person at the emergency room. The previously reported right ventricular lead noise was over-sensed. No intervention had been performed and the patient will continue to be monitored remotely. The patient was discharged and no additional patient consequences were noted. Additionally, the initial reporter for the event was (B)(6) at (B)(6) hospital .